Event description:
It was reported to resmed that a pt receiving therapy using a resmed vpap passed away. On the day of the event, the pt had been in the living room on the vpap unit. When the nurse left the pt, the pt was looking normal and her blood pressure and heart rate were normal. When the pt asked her husband to go back to bed, the husband removed the pt from vpap and took the unit to the bedroom to set up. Once in bed, the pt¿s breathing seemed labored possibly due to the exertion of the move. The husband put her on the vpap and after 5 minutes he noticed it started to not give breaths. He was getting the back-up unit when she collapsed. He called 911 and they instructed him to start CPR. The fire department arrived, took over and at some point they got her back. The pt was transported to hospital, where she subsequently passed away.

Manufacturer narrative:
The preliminary eval of the returned unit did not show any signs of damage or degradation to the unit. The unit cycled and triggered from inspiratory and expiratory pressures correctly and at set treatment pressures. Device memory was downloaded and preliminary review showed that no anomalies were noted in the data. The device was sent to the design facility in (B)(4), for an engineering eval.